Manufacturer narrative:
This report is submitted on august 10, 2018. Registration number (B)(4). Exemption number (B)(4).

Event description:
Per the clinic, the patient developed an infection; subsequently antibiotics were administered (date not reported) and the magnet was replaced.